Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# :(B)(4), product type: screening device. Product ID: n EU_unknown_lead, product type: lead. Product ID :neu_stylet_acc, product type: accessory. Product ID: 977d260, serial#: (B)(4), product type: screening. Upon return of the lead analysis found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the trial lead was advanced without difficulty. When the stimulation was turned on the patient did not feel any stimulation. Impedances were tested and were all around the 8000 ohm range. A different lead was used and that lead only started to get stimulation about an hour after implant. The patient did fine with the new lead and was going to get the full implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.